Event description:
Company representative reported patient mentioned the pump had malfunctioned and almost sent him into a diabetic coma. On follow up call patient reported he had only been on the pump for 2 weeks and his readings were elevated at around 500-600 mg/dl. Patient stated he spoke to his doctor who advised him to increase his insulin dosage and then a few days later his readings dropped down to 44 mg/dl. Patient reported he was shaky and couldn't walk; his girlfriend had to get him a glass of orange juice for him because he was incapable of self-treatment. Patient stated she gave him a glass of orange juice and then also drove him to the hospital; was not treated or admitted. Patient reported the hospital told him to go back on injection therapy and sent him home; he has been on injection therapy ever since. Patient alleges the pump was not delivering the correct amount of insulin. Patient could not recall the date of the incident; stated it was a couple of years ago. Patient discarded the pump, meter, and all accessories. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.